Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a leak. The customer's blood glucose level was unknown. The customer reported that the reservoir had a leak at the reservoir barrel. Customer was unsure if leak was past 1st or 2nd o ring. Customer stated there was not an air bubble in the reservoir. The reservoir will not be returned for analysis.